Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the hp stated that the patient line extension had disconnected from the transfer set due to not being secured tightly enough. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The hp stated that the patient line extension had disconnected from the transfer set due to not being secured tightly enough. The hp disconnected from the hc and capped off the lines. The technical service representative (tsr) assisted the hp with clearing the alarm so that the hp could set up the hc using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.